Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. An analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected. Possible misalignment of charger with ipg causing lower than expected charge current. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU).

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was doing well.